Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an estimated residual longevity of 27 months was displayed on the programmer on 20 september 2018. However, during the follow-up performed on 20 september 2019, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, an estimated residual longevity of 27 months was displayed on the programmer on (B)(6) 2018. However, during the follow-up performed on (B)(6) 2019, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.